Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for procedure. It was reported that interrupted 3d scan due to motion error and stuck in acquiring projection state. This issue was found on development software and was found to impact released software. During execution of 4.3 performance protocol on system, 3d scan failed to start with the following error seen in the logs. The above error was seen only once out, 3d scans taken on the system. There was no patient present during the event.